Event description:
Event description cpi received information that during an implant procedure of an implantable cardioverter defibrillator (ICD) system this bipolar lead dislodged. This bipolar lead is connected to an implantable pulse generator (ipg),the patient has two pulse generators. The physician elected to return the patient to the or and reposition the lead. Implanted-07/18/96. Repositioned-07/26/96. The physician's manual 352527-003c, page 15, lists displacement as an adverse effect.